Event description:
The customer reported that the 9800 system was emitting x-rays on its own. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cable, lemo receptacle and battery pack were replaced. The ps1 in the mainframe was adjusted and the collimator was mechanically centered and calibrated. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.